Event description:
It was reported that customer called on behalf of their client and advised that the customer reported to them that they had experienced issues with the intermittent catheter 53616, they used to receive green boxes, however since they started receiving blue boxes. They thought there was a manufacture defect as that catheters in the blue boxes are caused pain during insertion as they catheterized themself, and thought they were too big, caused so much pain and little lubricant. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: a. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer called on behalf of their client and advised that the customer reported to them that they had experienced issues with the intermittent catheter 53616, they used to receive green boxes, however since they started receiving blue boxes. They thought there was a manufacture defect as that catheters in the blue boxes are caused pain during insertion as they catheterized themselves, and thought they were too big, caused so much pain and little lubricant. No medical intervention was reported.